Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported events could not be conclusively determined. The patient remains ongoing on support from mlp-011073. Localized infection, right heart failure, driveline infection, renal dysfunction, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, pump pocket or pseudo pocket infection, and pump thrombosis are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also contains information regarding the recommended anticoagulation therapy and inr range, as well as subsections entitled ¿right heart failure¿ and ¿controlling infection¿. The heartmate 3 IFU states that there may be risks associated with performing external chest compressions in the event of cardiac arrest, due to the location of the outflow graft and the presence of ventricular apical anastomosis. External chest compressions may damage the outflow graft or dislodge the left ventricular assist device inflow tract. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that at date of implant, (B)(6) 2018, creatinine level was 3.30. Creatinine level on (B)(6) 2018 was 4.33. Creatinine level on (B)(6) 2018 was 5.60. Creatinine level on (B)(6) 2018 was 6.09. Creatinine level on (B)(6) 2018 was 10.50. Patient experienced cardiogenic shock and was initiated on inotropic support with aggressive diuresis. Despite dual inotropic support, patient continued to have poor hemodynamics. Patient¿s creatinine level was 3.69. Patient¿s normal creatinine level was 0.70 to 1.30. Patient¿s total bilirubin level was 1.3 and normal was 0.2 to 1.0. The patient remained on inotropes for an additional six days. Resolved on (B)(6) 2018 on (B)(6) 2018 the subject arrested on induction of anesthesis, requiring intermittent cardiopulmonary resuscitation. The patient emergently femorally cannulated and was placed on cardiopulmonary bypass. Resolved on (B)(6) 2018 on (B)(6) 2018, patient experienced decreasing white blood cell (wbc) with no fevers, no tachycardia. Lines placed on (B)(6) 2018. Patient showed no localizing signs and symptoms of infections. Perioperative antibiotics (cefepime/vanc/levaquin) were given for 48hrs. The patient was noted to have leukocytosis with negative blood cultures. Patient was monitored off antibiotics on (B)(6) 2018 on (B)(6) 2018, patient experienced dilated with large clot external to the heart causing partial compression of the apex. Clinically patient doing well, so will not treat for now, but just observed.